Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported error on the system and replaced the console viewer and the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per (B)(4) (quality data review meetings).

Event description:
It was reported that during a training/demo of the da vinci system, the console was displaying a 319 error. The error was occurring on the console that was functioning properly the previous day, while the console that experienced the 319 error the previous day was currently operating without errors. The technical service engineer (tse) requested confirmation that the consoles had not been swapped, and it was confirmed that they were not swapped. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported error on the system and replaced the console viewer and the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. This viewer was returned and analyzed but the reported issue does not appear to be replicated on site. Checked system logs and confirmed error 319 had occurred. Performed troubleshooting and found that error 319 points to the viewer. Proactively replaced viewer to address reported issue. Performed visual inspection and found no problem related to reported issue. Checked lighthouse/aperture and confirmed error 319 had occurred. Installed viewer on an internal eft system and viewer functioned as designed. This ccc unit was returned along with the viewer for failure analysis due to 319 fault. The unit returned in physical good condition. Reviewed error log in lighthouse which confirmed error 319 triggered in the field. Unit installed into golden in-house system, programmed and started up with no error. Power cycled 10 times and the 319 error could not be able to be replicated. Each power cycle, optic light levels have been inspected using localhost:3030; all the values were in expected range. As a result of these findings, failure analysis determines this ccc unit was a wrong returned. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The viewer and ccc were visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned units revealed no issues related to the customer reported event. Section h: annex b, c, d updates. Section d: d9 additional information.

Event description:
Refer to h11 for follow-up information.